Manufacturer narrative:
Additional, changed, and/or corrected data: h4.

Event description:
Healthcare professional reported "breast pain" and "rupture is observed at explant". This record is for the left side. The device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ pain: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "breast pain" and "rupture is observed at explant". This record is for the left side. The device was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Healthcare professional reported "breast pain" and "rupture is observed at explant". This record is for the left side. The device was explanted and replaced with a non-abbvie device. Device will be returned.